Manufacturer narrative:
Per the available info, this device was implanted on 11/4/91 and removed on 3/4/97. This event was reported as a "malfunction." Add'l info was requested, but was not received. Therefore qa is precluded from commenting on the circumstances surrounding this event. Qa was unsuccessful in securing the device for evaluation. Without the benefit of analyzing the explanted device, qa is precluded from conforming the malfunction and precluded from commenting on the condition of the device. Should the explanted become available, qa will reopen this file and proceed according to procedures.

Event description:
The device was removed due to a "malfunction". As reported to co, pump/cylinder and assembly kit components only were removed and replaced; leaving in place the reservoir from the initial implant surgery.